Event description:
It was reported that there was insufficient ice. An icefx cryoablation system was selected for lung tumor cryoablation with two icerod cx 90 degree needles. The needles passed pre-procedure testing prior to use. During the procedure, the physician noted that the ice ball formed on the needles was not shaped as usual. The ice formation was noted to be suboptimal. The procedure was completed with this device. There were no patient complications reported.